Event description:
After performing a patient scan and prior to patient registration on a tomotherapy hi-art system, the user reported that the image of the patient displayed on the operator workstation was not the patient that was just scanned. The image displayed was of the patient that had received a treatment fraction prior to the scanning of the current patient. The user noticed the image discrepancy, restarted the operator workstation computer, performed the patient scan again and the image of the scanned patient displayed correctly.

Manufacturer narrative:
Additional details concerning the investigation results and corrective action will be provided in a follow-up report when available. Device procedure log file evaluated. Evaluation codes are preliminary and subject to change upon completion of the investigation.